Manufacturer narrative:
The insulin pump was received with no vibration during the self test due to a broken vibrator motor wire. The pump passed the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests. The pump had a cracked belt clip slot at the battery tube threads area.

Event description:
The customer reported via phone call that he just realized that the vibration feature stopped working on the insulin pump. Customer stated that he recently switched to vibrate last night and realized that it was beeping instead of vibrating. Customer ran a self-test and the pump did not vibrate during the vibrate portion. Customer's blood glucose was 280 mg/dl at the time of the incident. Customer has bolused for his blood glucose and stated that the battery is not low. Customer was assisted in performing a self test. Customer stated that the pump did not vibrate during the vibrate test. Customer was advised that the insulin pump will need to be replaced. Customer was advised to revert to a back-up plan. Customer declined troubleshooting for high blood glucose. Customer was advised to consult with a health care professional for how long to wait after a manual injection and for assistance with a back-up plan